Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported imprecise alinity c co2 generated from alinity c processing module and communicated that the impacted patient¿s physicians have questioned both elevated and depressed results around (B)(6)2024. The customer stated that when recalibrated the results would go back into normal range. The customer stated that the recently had approximately 75 elevated co2 results they had to correct and provided example data for 2 samples (customer normal range 20-31 mmol/l). Sample 1 initial result was 29 and repeat result was 23. Sample 2 initial result was 29 and repeat result was 23. The customer further reported that they started using the new lot of co2 and that they would noticed elevated patient results again. The customer would replace the reagent and/or perform calibration and then most of the patient results would then be in normal range. Examples of runs from (B)(6) first result was 35 then repeat result was 29. First result was 33 then repeat result was 26. First result was 31 then repeat result was 26. First result was 34 then repeat result was 30. Examples of runs from 12/17 that started in the middle of a brand-new cartridge from that morning: first result was 34 then repeat result was 30. First result was 35 then repeat result was 29. First result was 33 then repeat result was 28. First result was 31 then repeat result was 28 there was no reported impact to patient management.

Manufacturer narrative:
The customer performed troubleshooting procedures; however, a single definitive likely cause of the imprecise results could not be determined. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity associated with discrepant /erratic results. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported imprecise alinity c co2 generated from alinity c processing module and communicated that the impacted patient¿s physicians have questioned both elevated and depressed results around (B)(6) 2024. The customer stated that when recalibrated the results would go back into normal range. The customer stated that the recently had approximately 75 elevated co2 results they had to correct and provided example data for 2 samples (customer normal range 20-31 mmol/l). Sample 1 initial result was 29 and repeat result was 23, sample 2 initial result was 29 and repeat result was 23. The customer further reported that they started using the new lot of co2 and that they would noticed elevated patient results again. The customer would replace the reagent and/or perform calibration and then most of the patient results would then be in normal range. Examples of runs from (B)(6), first result was 35 then repeat result was 29, first result was 33 then repeat result was 26, first result was 31 then repeat result was 26, first result was 34 then repeat result was 30. Examples of runs from 12/17 that started in the middle of a brand-new cartridge from that morning: first result was 34 then repeat result was 30, first result was 35 then repeat result was 29, first result was 33 then repeat result was 28, first result was 31 then repeat result was 28. There was no reported impact to patient management.